Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 298mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also mentioned that the device stuck on the rewind/prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.